Event description:
It was reported that the patient experienced dizziness and presented to the emergency room (ER) due to the right ventricular lead having high threshold and occasional non-capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).